Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The device alarmed prime during basic occlusion test due to loose and protruded drive support disk. We were unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unable to verify rewind anomaly due to prime alarm noted.